Event description:
It was reported the ultrasound gastrovideoscope had an unknown object that blocked the operator channel during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign material in biopsy channel. A definitive root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.